Manufacturer narrative:
Results: received one unused q-syte unit from the lot number 6307849 and one unused q-syte top body permanently attached to a stopcock. Observed fm in the q-syte unit between the septum column and top body column. The fm was black in color, loose and measured approximately 2.00 square millimeters. The returned unit provided for evaluation displayed fm between the septum column and top body column. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6307849. Conclusion: unable to determine what or how the fm was introduce to the product, from the manufacturing process or from the septum coating from an outside source. This is the first time occurrence this type defect has been seen or reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Foreign matter in fluid pathway of a bd q-syte¿ luer activated split septum before use. No medical interventions